Event description:
The customer reported that insulin pump alarmed while priming and insulin squirted out during the manual prime process. The blood glucose reading was 128mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube, lip, and window.